Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® insulin syringe wouldn't draw up insulin and the needle broke off into the vial while attempting to remove it. The following information was provided by the initial reporter: "relion syringe 1ml, 31g 8mm, item 328506 lot# 8176697 went to draw up insulin from lantus vial it would not draw up. Remove syringe but needle slipped out and stayed in vial. Occd date (B)(6) 2019 during the am."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8176697. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the relion® insulin syringe wouldn't draw up insulin and the needle broke off into the vial while attempting to remove it. The following information was provided by the initial reporter: "relion syringe 1ml, 31g 8mm, item 328506 lot# 8176697 went to draw up insulin from lantus vial it would not draw up. Remove syringe but needle slipped out and stayed in vial. Occd date 3.25.2019 during the am."